Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was experiencing "failures". No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information and perform troubleshooting with the customer; however, the customer did not respond to follow up attempts.